Manufacturer narrative:
The cannula (needle) manufacturing process involves deburring, washing inner needle tubes under high pressure water jets, and inner cleaning is then verified. Subsequently these cannulas are examined under magnifying vision for any foreign matter/particles in the inner side of the needle. We have examined the retained sample of this batch, in process verification records, and final product verification records. We have not observed any problem / presence of foreign particle (including metallic burr) in the needles neither in samples nor in records. The manufacturer later recalled this batch due to reports of coring of rubber vial enclosures (ref. Z-0444-2016). The manufacturer was unable to address the instance of coring on the blunt fill needle to its satisfaction and has discontinued the product citing the inability to match the coring rate of the market leader. Tests were based on clinical use in the us market using rubber vile closures used in the us market. No other reports were received of metal debris associated with this product, and metal debris was never confirmed as the device(s) was/were not returned to the manufacturer for examination. We have provided the most recent information available at this time for this follow up report, and consider the report closed.

Event description:
It was reported that metal debris was found in the tip of the needle. It was also reported this condition occured four times in the same week. This reported malfunction fo the device did not occur during the treatment of a patient. No defective device was returned to the manufacturer for investigation.

Event description:
It was reported that metal debris was found in the tip of the needle. It was also reported this condition occurred four times in the same week. This reported malfunction of the device did not occur during the treatment of a patient. No defective device was returned to the manufacturer for investigation. The cannula (needle) manufacturing process involves deburring, washing inner needle tubes under high pressure water jets, and inner cleaning is then verified. Subsequently these cannulas are examined under magnifying vision for any foreign matter/ partials in the inner side of the needle. We have examined the retained samples of (this) batch, in process verification records and final product verification records. We have not observed any problem / presence of foreign particle (including metallic burr) in the needles neither in samples and nor in records.